Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and application of prescribed treatment. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the pod was removed after elevated blood glucose (bg) levels were observed. The patient's values increased to ¿high¿ (23.4 mmol/l (421 mg/dl) while wearing the pod between 49 and 71 hours. Over an approximate three-hour period, three correction boluses were administered. Upon removal of the pod, the patient's mother noted local skin irritation characterized by redness, swelling, and the presence of pus. No medical visit or phone consultation was required, and the issue was managed at home. A new pod was successfully applied, and the parent applied an antibiotic cream prescribed by their family doctor. The patient has a recommend treatment family doctor (B)(6) and do not need to consult the doctor every time. No further information was provided.